Event description:
Plaintiff alleges the development of an allergy to latex and since her sensitization, has suffered from hand dermatitis, runny and puffy eyes, and runny nose. Further alleges that she must live her life in constant vigilance for the presence of latex products and must avoid everyday common products and is therefore severely restricted in her life as to where she can go, and what she can do. Pt's husband alleges loss of consortium of his wife.